Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify pump error due to unresponsive buttons.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and pump error. The customer¿s blood glucose level was 127 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.